Event description:
The customer called and reported experiencing low blood glucose down to 42 mg/dl on (B)(6) 2015, 48 mg/dl on (B)(6) 2015, 38 mg/dl on (B)(6) 2015. Customer treated with glucose tablets and soda. The customer was admitted to the hospital for difficulty breathing. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. The customer could not confirm settings were correct, as his nurse programmed the insulin pump. He was advised to check settings with healthcare provider. The reservoir was showing the same amount of insulin as was shown on the status screen of the insulin pump. Customer stated the pump was not exposed to magnetic resonance imaging. Customer was advised to monitor blood glucose and insulin pump, as well as to speak with healthcare provider about low blood glucose. Customer stated low blood glucose may have been due to eating habits. Customer performed fill cannula process, despite being advised not to.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.